Event description:
It was reported when the nurse attempted to inflate the balloon, the inner tube of the shaft inflated as well. The incident occured inside the pt's trachea, approx where the distal end of the tube is located.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. It was further reported the device was removed or discontinued (exchanged to a different device). No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted.